Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture on the device. The device remains in use. No patient complications were reported as a result of this event. It was additionally reported that the patient had a major fall and fractured the hip. A decrease in sensing and no capture were seen on both the atrial and ventricular leads. Under fluoroscopy, the both lead were dislodged. The atrial and ventricular leads were explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the proximal segment was returned and analysis found no anomalies. However, the distal conductor was distorted and had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. The lead was stretched and visual analysis noted apparent explant damage. (B)(4) the full lead was returned and analysis found no anomalies. However, the outer insulation was pulled apart (overstress), had cosmetic environmental stress cracking and a cosmetic depression. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that there was no capture on the device. The device remains in use. No patient complications were reported as a result of this event. It was additionally reported that the patient had a major fall and fractured the hip. A decrease in sensing and no capture were seen on both the atrial and ventricular leads. Under fluoroscopy, both leads were confirmed to be dislodged. The atrial and ventricular leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was no capture on the device. The device remains in use. No patient complications were reported as a result of this event.